Manufacturer narrative:
The suspect device is not returning for evaluation. The complaint could not be confirmed. The root cause could not be determined. Device history record was reviewed, and no exception documents were found. Should the catheter be returned later, the investigation will be re-opened.

Event description:
The account alleges that during lung biopsy procedure, the biopsy needle tip detached within the patient. The detached tip was left within the patients [lung] tumor. The account states that the tip will be excised from the tumor at a later date. Patient was discharged to home as expected, pain free.